Manufacturer narrative:
Batch review performed on 27 october 2023 lot 2309207: (B)(4) items manufactured and released on 05-may-2023. Expiration date: 2028-apr-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 3 months and a half after the primary surgery, revision was performed due to infection. Washout performed and only head revised.